Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose of 400 mg/dl. Caller reported that high blood glucose was due to a short cannula that pulls out of insertion a little. Caller also reported of having issues with blood in the cannula and adhesive being stuck on the serter. Caller declined troubleshooting for high blood glucose.